Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the insulin pump had no delivery alarm. The blood glucose level was 256 mg/dl at the time of incident. Customer was assisted for troubleshooting for no delivery alarm. Customer stated that they tried all the remedies and insulin pump received no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.